Event description:
Coil was released in a subclavian collateral, but coil migrated. It was snared out but unraveled and came apart. Multiple attempts were made to removal coil. Eventually majority of coil was removed, and a very small segment remained in initial collateral vessel.